Event description:
The customer reported "misalignment of the radiation field and image shall not exceed 3% of the sid for either the width or length and the sum shall not exceed 4% of the sid."

Manufacturer narrative:
The service rep performed beam alignment procedure. Tested x-ray beam alignment now within MFR's specifications.